Event description:
It was reported the unit burned. Visual inspection of the unit revealed that a segment of heater wire had become dislodged when the user folded the unit, allowing close proximity with another heater wire and causing an isolated area of excessive heat. We found no evidence of an actual burn, however, the fabric foundation had become badly discolored.